Event description:
The dentist reported that after the dental implant was installed in intraoral region #31 it was verified its non osseointegration. 32 ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quality.